Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that there was difficulty inserting the cutting bur into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.